Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and deformation. A visual analysis was performed which identified: creases fold. Observed cloudy color in the gel after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Corrected data: this report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.